Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer ref: 2182269-2021-00016. During an electrophysiology study leading into a supraventricular ablation procedure under conscious sedation, the patient noted chest pain and after the procedure, a pericardial effusion was noted. When the study was being conducted, the patient became unresponsive and hypotensive. The patient was given fluids, their blood pressure increased, and they became responsive again. The ablation portion was then proceeded with and after the procedure, a pericardial effusion was noted via echocardiogram and a pericardiocentesis was performed. The patient was stabilized and was sent for recovery to the intensive care unit. There were no performance issues with the devices.